Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure to treat a lesion in the moderately calcified and tortuous 2nd diagonal artery, the 2.5 x 12 mm xience v stent delivery system was advanced into the patient anatomy. Due to the patient anatomy, the device was unable to cross to the target lesion. The device was removed from the anatomy without difficulty. It was then noted that a dissection had occurred in the left main artery. It was not known if the dissection occurred during advancement of the device or during withdrawal. An unspecified stent was deployed to treat the dissection. The stenting procedure was then completed with an unspecified stent implanted to treat the target lesion in the 2nd diagonal artery. There was no clinically significant delay and no adverse patient sequelae. No additional information was provided.